Manufacturer narrative:
One cadd solis vip pump was received in excellent physical condition. The event history log was reviewed and there was a "downstream occlusion" error. Functional test was conducted and the reported issue was unable to be duplicated. The device passed the pressure/functional test. The cause of the issue was unable to be determined. The device will be recalibrated as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure testing by 27.19 psi. The issue occurred during testing and there was no patient involvement.